Event description:
Initial reporter indicated that "he's getting freezing on his dell handheld during interrogation. He can resolve the freeze by reseating the flashcard but it's becoming very frequent." The handheld contained 7.1 programming software. The product is at manufacturer pending analysis completion.